Event description:
It was reported that a spectrum pump was programmed for a planned ferric gluconate infusion with a four-hour duration but bag infused in less than one hour. The event happened during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.